Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 506852 lead, implanted (B)(6) 2000; 5068-58 lead, implanted (B)(6) 2000. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was explanted and replaced due to phrenic nerve and diaphragmatic stimulation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead developed a cosmetic depression while in vivo. The outer insulation of the lead was observed to have blood ingression.